Event description:
According to phone call from the pharmacy, the customer is dead. She has a coaguchek s meter. She had gone to bed at 11 o'clock in the evening. She has bleedings in the mouth and in the nose. Her husband has thrown away the meter and the used test strips. So nothing is available anymore. No lot number known, no serial number of the meter. No measured values or something like that. The husband is now in another country. So we can't get some information. Also, the pharmacy didn't know, when he came back.